Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Reprogramming was performed and the noise resulting in oversensing was able to be reproduced. Lead damage was suspected. Diagnostic imaging was performed however, the results are unknown at this time. The patient was stable and will continue to be monitored.